Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. In addition, it was reported that the customer experienced difficulty charging the pump with the usb cable and the battery gauge was noted to be fluctuating. Reportedly, the alert cleared and the customer was able to charge the pump after leaving the pump plugged into a power source. Additionally, a different cable was used to charge the pump. Customer¿s blood glucose was 120 mg/dl.